Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I result for one sample. (Customer¿s provided reference range males 34.2 pg/ml (0.0342 ng/ml) / females: 15.6 pg/ml (0.0156 ng/ml)). (B)(6) 2024 sid (B)(6) initial result 38.9 pg/ml, repeat result 1.2 pg/ml. New sample result = 0.1 pg/ml, the correct result . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot identified slightly higher complaint activity; however, no related trends were identified. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median patient results for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Testing of the complaint lot could not be performed since the reagent lot has expired. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 58245ud00 was identified. A1 patient identifier complete information: (B)(6). This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. All available patient information was included. Additional patient details are not available.